Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strip had a poor storage(bathroom).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 52 mg/dl. The customer's expected fasting blood glucose test result range is 140 to 150mg/dl. The customer is feeling weak. Medical attention was not reported as a result of the actual blood glucose results. The product is not stored according to specification,customer stores the product in the bathroom. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is 07/27/2016 the meter memory was reviewed for previous test result history (date / time not set): (B)(6).